Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011 and 01/21/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is cancer. Reoperation has not been scheduled at this time.

Event description:
Patient reported a diagnosis of myxoid liposarcoma. In addition, the physician reported patient was diagnosed with sarcoma of the leg. Patient reported having left side "breast pain." Device remains implanted.